Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testin and the cable connecting ECG c and ECG d was pulled from the strain relief. The brown (lead 1-) wire on the ECG c and d cable was broken inside the distribution node (dn). The cause of for the failure was isolated to the broken wire. The root cause for the broke wire was physical abuse. No adverse event resulted from the broken wires.